Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that surgical intervention was undertaken. The ra lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Additionally, a high pacing impedance measurement of 1,400 ohms was observed upon review of stored device memory. The noise was suspected to be related to the respiratory rate trend (rrt). Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that continued noise and oversensing was observed on the ra channel along with decreased pacing impedance measurements of 344 ohms. The noise was able to be reproduced with patient isometrics and pocket manipulations. A lead insulation problem was suspected and boston scientific technical services (ts) discussed troubleshooting options. A lead replacement procedure was scheduled for an unknown date in the future.